Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was noted that the patient had weight loss and the patient¿s ipg tilted due to the weight loss. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted ipg was not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo an ipg replacement procedure.